Event description:
I have reviewed some of the FDA maude adverse event reports and found many "reported events" similar to mine. How many "adverse events have to be reported before something is done? On (B)(6) 2017 surgery was performed by dr. (B)(6) with mercy to address a severe infection in my back. "At the l3-4 level on the right, which was were the sonogram appeared to have connections, there looked to be some biofilm on the rod, the biofilm was cultured, and then went all the hardware was removed, I re-cultured the hardware bed and the screw hole at l3-4 on the right, large curettes were used to curette the bed where the bed where the hardware was, this caused some bleeding. The wound was packed off with some floseal to help control the bleeding, but due to kind of raw edges, it did bleed a fair amount. Two large drains were used to drain each side of the wound deeply." (B)(6) 2017 (second half) dr. (B)(6) "at the completion of his case, I probed the medial wound that extended to the posterior iliac and had a rather large extensive cavity. This did not communicate with the inferior older sinus tract. This tract was opened up and incised approximately 2 inches and then a piece of granufoam was inserted into this area to the side of the indurated area. The inferior sinus tract was also opened about 2 inches and did not communicate with the more superior cavity, but was opened enough so that one granufoam sponge could be placed. The 2 granufoam sponge were bridged and then the occlusive dressing was applied with a wound vac at 125 continuous low suction." On (B)(6) 2017 I experienced a very unusual, swoosh type feeling down my left leg. I could not lift my leg or move my foot and toes. On (B)(6) 2017 I had surgery again. Dr. (B)(6) with mercy "site has had a CT angiogram which reveals left popliteal and tibial artery occlusion. I have recommended revascularization for limb salvage; I, thereafter, irrigated the wound and proceeded to perform a 4- compartment fasciotomy in the following fashion." Later pa (B)(6) who assisted dr. (B)(6) said it was the most unusual blood clot she had ever seen. (B)(6) 2017 (pathology report) dr. (B)(6) with mercy "embolus, left leg, superior facial femoral, tibial, popliteal arteries, embolectomy: thrombus with foreign material, consistent with embolus." Microscopic description dr. (B)(6) result: the slide labeled ls17-42197 and (B)(6). "Sections form the left leg superficial femoral, tibial, and popliteal arteries demonstrate hemorrhage and fibrin with amorphous globules of non-polarizable eosinophilic foreign material." Again, how many people have to be injured or die before something is done? Thanks in advance for promptly addressing this matter.